Event description:
A home hemodialysis patient experienced a power outage at her residence while in treatment. The patient did not completely re-transfuse the blood in the lines when the power went out. Estimated blood loss was 150ml. The patient had no adverse events and no medical intervention was required.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.